Manufacturer narrative:
Device investigation results are indicative of a broken and partially dislocated magnet ring in the hermetic housing of the transducer. This failure is technical in nature, however, the mechanism which led to the damage could not be determined, as the device was explanted in (B)(6) 2015 and was kept in an unknown and uncontrolled location for more than 3 years. Damages found during explant investigation may or may not have been present whilst implanted. However, according to the available information, the device was explanted because of increased intracranial pressure, which was likely caused by pressure exerted by the device on the sigmoid sinus and impairment of intracranial drainage. The reasons leading to these conditions were most likely the thin skull bone of the child as well as the placement of the fmt. As implantation of bci 601 is indicated only for candidates 5 years of age or older, the implantation of a child under the age of 5 years constitutes an off-label use. This is a final report.

Event description:
The device was explanted without the knowledge of med-el korea. The reason for explantation provided was that the user was not satisfied with the sound when using the device. According to additional information received in march 2023, the user said that after the implantation surgery, the pupils seemed to converge in the middle. As stated in the article where this case was included, the recipient exhibited lethargy immediately after discharge and developed paralysis of the left abducens nerve 1 week after implantation surgery. After a neurologic and ophthalmologic examination, the recipient was diagnosed with increased intracranial pressure. After removal of the device, the pressure is fine and after the last treatment in (B)(6) 2016, the recipient no longer came to the hospital.

Manufacturer narrative:
Conclusions: device investigation results are indicative of a broken and partially dislocated magnet ring in the hermetic housing of the transducer. This failure is technical in nature, however, the mechanism which led to the damage could not be determined, as the device was explanted in 2015 and was kept in an unknown and uncontrolled location for more than 3 years. Damages found during explant investigation may or may not have been present whilst implanted. According to the limited available information, the device was explanted due to unsatisfactory perception of sound and no benefit with it. No further information regarding the events which led up to the explantation is available. This is a combined initial and final report.

Event description:
The device was explanted without the knowledge of med-el (B)(4). The reason for explantation provided was that the user was not satisfied with the sound when using the device. No other information regarding the events which led up to this explantation is available.